Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Device met specifications relative to iipv in the logs.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2011, during cycle 3 with drain volume of 3626 ml. The patient's largest prescribed fill volume (lpfv) was 2200 ml. This event meets overfill criteria. No patient injury or medical intervention was reported. Baxter contacted the nurse to notify of this incident of iipv that was found during the device log review.